Event description:
Caller reported experiencing a tandem mobi cartridge alarm, which caused their blood glucose levels to exceed 500 mg/dl, displaying as "high." There was no need for assistance from a third party, as the customer managed their condition with a correction injection via multiple daily injections (mdi). Technical support confirmed cartridge alarm 35 and decided to replace the pump. Additionally, the customer affirmed possession of the most up-to-date pump software and completed all instructions for returning the problematic pump to tandem.